Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend in several occasions. The customer's sensor glucose reading was 58 mg/dl but her blood glucose level was 154 mg/dl. The sensor and blood glucose difference was not with in an acceptable range. The insulin pump alarmed calibration error. The device was not returned.